Event description:
It was reported, that during a da vinci-assisted gastric bypass surgical procedure. The edge of the sureform 60 stapler green reload broke off. The customer reported a partial fire and the blade was exposed. There was an error message stating, "tissue too thick". The target tissue was the stomach, and it was not calcified. The surgeon encountered obstructions between the jaws of the sureform 60 stapler instrument. The customer replaced the sureform 60 stapler instrument and continued with the case. Per the reporter, no fragment fell inside the patient. The procedure was completed with no report of patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument and accessory were inspected prior to use, and no issues were noted. The surgeon was stapling the stomach crossing an old staple line. It was confirmed, no fragment fell inside the patient. The surgeon chose the green reload, because it was the appropriate size for this type of tissue. The instrument performed as intended up until the reported event. There was no buttress material being used. There were several tissue too thick messages. Although requested, no image or video clip for the reported event was submitted for review. The customer was not able to provide information about the patient's medical history/tests nor the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product involved with this complaint. And failure analysis found the instrument had one firing failure, based on a log review. The instrument was placed on an in-house system, and it failed the engagement. The housing was removed, and no damage was observed. Upon inspection, the I-beam was manually driven out. And was found with a lodged staple in the I-beam indicator window and the instrument had tears on the wrist cover. There was missing material measuring 0.04 x 0.06.